Event description:
It was reported that during the reprocessing of a da vinci fenestrated bipolar forceps instrument, an exposed broken wire was identified. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was frayed at the distal idler. There was no damage noted on the clevis. Failure analysis investigation also found scratches on the surface of the distal pulley. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.